Event description:
Ous MDR - an atrial lead dislodgement was reported after an implantation time of 3 days. The lead is not available for analysis.

Manufacturer narrative:
Ous MDR - the device was not returned for analysis. Therefore, the analysis is based on the inspection of the quality documents accompanying this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. In summary, the device was not returned for analysis. Review of the quality documents showed a regular manufacturing process.